Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post implant procedure the patient presented with bradycardia and pocket hematoma. It was also reported that the right ventricular (rv) lead had dislodged. The lead was revised and pocket was evacuated of blood and the blood clot. The lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.